Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old male was on impella bipella due to right and left sided heart failure for mechanical circulatory support. It was reported there was pump saturation on the impella rp motor current with no flow. The implla rp was replaced. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported saturated flow has been completed. According to the clinical details, on the second day of impella rp support no flow was recorded with stable motor current. The decision was made to explant the pump and replace it with another rp. No product was returned for a visual inspection. Data log analysis confirms sensor drift as raw dp sensor and flow were gradually decreasing. The most likely cause of the placement signal issue was sensor drift. The most likely cause of the placement signal issue was sensor drift. Added- d6a/d6b f6/f8 should have been left blank in the initial report.